Manufacturer narrative:
B3: unknown. H3: one pump was returned. The pump was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was found to be the downstream occlusion (dso) sensor. The dso sensor was replaced. Additionally, the dso seal was found to be bubbled. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the locking pin opens while the device is on but the tube isn't yet set properly and then alarms for cassette locking. The device can't be checked out or turn off. There was no reported patient involvement.